Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported from the site that the patient thought there was a new crack in driveline when they were at home on (B)(6) 2017. When the site inspected, no cracks were identified but old repair was lifting. On (B)(6) 2017the manufacturer representative performed a driveline sheath repair to patient as an outpatient. It was state that the drivelines previous repairs were reviewed and there were no new cracks to the right ventricular assist device (rvad), only that the previous repair was lifting. There was a new crack below previous repair to the left ventricular assist device (lvad). Procedure was explained to the patient and both the lvad and rvad¿s were re-taped. It was further stated that there were no pump stops associated with the repairs and that the repairs solved the issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: removed pump from d11 added to h10. Other devices involved in this event: d1: heartware ventricular assist system pump dl d4: model 1104/ serial (B)(4)/ expiration date: 2016-01-31 UDI #: (B)(4). D6: date of implant: 2014-07-31 d10: no h3: yes h4: mfg date: 2014-01-31 h5: yes h6: patient code(s): c76143 h6: device code(s): c62968, 63248 h6: FDA method code(s): 38, 3317 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 77, 92 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient noticed a crack in the driveline sheath on (B)(6) 2018. And on the same day the manufacturer representative performed a driveline sheath repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #conclusion: the driveline cables (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cables revealed that the previous repair on rvad (B)(4) had no new cracks but was lifting and there was a new crack below the previous repair on the lvad (B)(4), confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the driveline repair damage on rvad (B)(4) may be attributed to factors such as normal wear over time, improper handling. Based on the available information, the additional damage to the driveline of the lvad (B)(4) was a progression of the previously reported damage. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular assist device (lvad) and the right ventricular assist device (rvad) devices remain implanted and in use.